Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that under-sensing was recently observed from this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) was contacted and is pending a device data review. At this time, this crt-d remains implanted and in-service. No adverse patient effects were reported.